Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) has a defective load cell was confirmed during the functional testing and in the archive data review. The root cause for was due to a defective load cell likely due to a defective component or due to mishandling such a drop or the hole in the load plate cover may have allowed fluid ingress and potentially damaged the load cell. During visual inspection, load plate cover was observed with a hole that affect the watertight seal. The root cause is due to mishandling. Load plate cover needs to be replaced to address the physical damage. The archive data review showed occurrence of multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message error message, damaged load cells needs to be replaced to address ua 7. During initial functional testing no error or issues were observed. However, during the load cell characterization test revealed that the load cells are defective. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) has a defective load cell. No further information was provided. Patient use information was requested but no additional information was provided, therefore patient use is unknown.